Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during ipom (intraperitoneal onlay mesh) plus procedure, the surgeon used sorbafix enhanced device to fixate the mesh. While fixing the mesh, only few fasteners got fixated into the mesh and rest of the fasteners were hanging. It was reported that loose fasteners were removed from the patient's body and surgeon used another fixation device to complete the procedure. It was also reported that the time of procedure extended due to this issue. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The IFU states, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information and sample evaluation results. Evaluation of the sample is inconclusive as the device was received with all 30 fasteners having been deployed prior to the sample return. A functional evaluation could not be performed. No manufacturing anomalies were found. Based on the event as reported and sample evaluation results, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during ipom (intraperitoneal onlay mesh) plus procedure, the surgeon used sorbafix enhanced device to fixate the mesh. While fixing the mesh, only few fasteners got fixated into the mesh and rest of the fasteners were hanging. It was reported that loose fasteners were removed from the patient's body and surgeon used another fixation device to complete the procedure. It was also reported that the time of procedure extended due to this issue. There was no reported patient injury. Addendum: it was reported that during an intraperitoneal onlay mesh procedure (ipom plus) ventralight st mesh was implanted at the abdomen site and the surgeon applied appropriate counter pressure.